Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tip clamp and tip clamp sleeve stuck in the reported problem area of the pipette assembly. The tip clamp, a tip clamp sleeve, and a lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.